Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/27/2025, the user reported that they have been having low glucose following meal announcements. The user stated that their breakfast routine was unchanged. A glucose value of 56 mg/dl was reported. The user treated the low events with juice and glucose levels stabilized.